Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected information: device evaluated by manufacturer should be blank. The product was not returned.

Event description:
Related manufacturer reference number: 2938836-2019-16581. It was reported that noise was observed on the atrial and right ventricular leads, which was reproducible with pocket manipulation at separate times on both channels. Both leads were explanted. The patient was stable before, during and after procedure.

Manufacturer narrative:
Additional information: only the distal portion of the lead was returned in one piece. External insulation abrasion exposing the outer coil caused by friction to another device or feature of the heart was noted at 33.0 cm to 34.9 cm from the distal tip. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.